Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Angiographic records submitted for review confirmed that the first valve was implanted in a good position with the presence of paravalvular leak (pvl). The imaging showed a post-implant balloon aortic valvuloplasty (bav) was performed to reduce the pvl. However, the dilatation appeared to have over-expanded the waist of the valve. Coronary flow was confirmed but the left coronary cusp (lcc) may have occluded some flow to the left main artery. Review of the echocardiogram confirmed there was central aortic insufficiency using color doppler. Moderate-severe aortic insufficiency was observed. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level, or presence of pre-existing patient conditions. Based on the angiographic records and echocardiogram reviewed, the one leaflet degeneration cannot be confirmed. However, the resultant central regurgitation was likely related to leaflet damage sustained during the post-bav process and it worsened with time. Per the device instructions for use (IFU), ¿in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilatation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus or, for surgical bioprosthetic valves, the manufacturer¿s labeled inner diameter.¿ there was no information to suggest a device quality deficiency related to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately one year and five months following the implant of this transcatheter bioprosthetic valve, after the patient presented with symptoms of heart failure and an echocardiogram noted a degeneration of one of the three leaflets of the valve resulting in severe central regurgitation, a second transcatheter bioprosthetic valve was successfully implanted valve-in-valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was reported that following the implant of the first valve a post-implant balloon aortic valvuloplasty (bav) was performed with one inflation of 6 seconds with a syringe. The physician reported that the leaflet degeneration was probably due to the aggressive post-implant bav. Endocarditis was ruled out as a possible contributing factor in this event. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.